Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reloaded the software and firmware. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the representative was working on the system the day prior and had noticed the imaging system would stay in standalone mode longer than expected. There were times where he would have to restart it to clear it. No complications were reported/anticipated.